Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Relevant tests/laboratory data: gram stain- gnrs only final culture result was kleb pneumoniae only. H.6. Investigation summary: catalog: 442021. Batch no.: 3102665. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for batch. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: total quantity of product showing defect: (B)(4) bottle. Was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient. If yes, detailed erroneous results (include # of errors and type): 1 molecular fp fx 442021_3102665 - molecular fp.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive. The following information was provided by the initial reporter: total quantity of product showing defect: 1 bottle was this issue involving patient or non-patient samples (qc, validation testing or proficiency samples)? Patient. If yes. Detailed erroneous results (include # of errors and type): 1 molecular fp fx 442021_3102665 - molecular fp.